Event description:
It was reported that: end users have reported a trend with holes opening in the drapes. Customer wants to know if this is a quality issue we are aware of. They are holding all inventory they have of this specific lot code until they year from us. No patient injuries, infections, or complications were reported.